Event description:
It was reported that the patient heard a device alert and went to the hospital. During device interrogation, it was observed there was frequent short interval counts (sic) and varying impedance on the right ventricular (rv) lead. Interference was sensed on the electrocardiogram (egm) when the pocket was manipulated. Physician decided to check connections in the lab. Leads were loosen from connector measurements were taken and no issue observed. Physician decided it was a connector issue and kept lead. But while re-connecting, the set-screw was lost and even with new set-screw lead connection was not managed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a missing grommet and a set screw with a rounded socket. Unable to accomplish sigma pace test due to rv connector socket damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.